Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the surgeon indicated that the clips were either falling of the device before use or the clips would not stay on the vessel after firing them. The surgeon also indicated that the jaws were cutting the vessels before applying the clip. In total, the surgeon had problems with four open clip devices. The same item number of devices were used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was returned with sixteen clips remaining. During a func tional evaluation, there was no clip in the jaws. The handles were cycled, the clips were fired properly on test media with proper formation. In addition, the interlock engaged when the cartridge was empty. The instrument was binding. The ratchet system was not fu nctioning properly. The instrument was disassembled to reveal damage to the ratchet system. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the observed damage may occur if the user attempts to either pull apart the handles prior to completing the handle compression or attempting to squeeze the handles prior to fully releasing the handles after completing a handle compression. No further action was required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.